Manufacturer narrative:
The device was evaluated by a resmed service technician at the user facility. It was found that the touch screen on the device was not responding. The ventilator top case was replaced to address the issue. (B)(4).

Event description:
(B)(4)